Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation and imaging system would not communicate and said "not communicating with imaging system" on the image acquisition screen. Site reported the imaging system got stuck and had to remove from patient. Site tried rebooting and a new ethernet cable with no effect. As a troubleshooting step, verified navigation and imaging system network information, and wired ip address is red but displays the ip address. Mobile view station (mvs)and image acquisition system (ias) are both connected and on and navigation network configuration showed the status as "disconnected" when plugged into the mobile view station (mvs) via ethernet. Site reported both systems worked together about 30 minutes prior. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000164. H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.